Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the returned rt340 adult breathing circuit was visually inspected for damage. Results: only the y-piece and about 20cm of both the inspiratory and evaqua limb was returned. The rest of the circuit had been cut off and was not received. It was therefore not possible to test the circuit for leak. A visual inspection did not reveal any damage to the circuit. A lot check was not performed as no lot information had been provided. Conclusion: without the entire breathing circuit we were unable to determine the cause of the reported leak, although it is possible that it was due to a loose connection rather than any physical defect. All breathing circuits are pressure tested for leaks prior to distribution and any breathing circuit which does not pass the pressure test is discarded. The subject rt340 adult breathing circuit would have met the required specification at the time of production. This suggests that the leak developed post production. The user instructions that accompany the rt340 adult breathing circuit state the following: "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage." "Set appropriate ventilator alarm." (B)(4).

Event description:
A hospital in (B)(6) reported that water leaked from the connection between the adaptor and the inspiratory limb of an rt340 breathing circuit. There was no patient consequence reported.